Event description:
It was reported while using BD Vacutainer® SST¿ II Advance Plus Blood Collection Tubes, foreign matter was seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial Reporter Facility Name: (b)(6)Hospital, Guanggu Campus.Investigation Summary:BD received 3 photos and 1 sample for investigation. The photos and sample show yellow foreign material in the tube. Additionally, 100 retained samples were visually inspected, and no foreign materials were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: Foreign Matter Inside Product / Fluid Path. BD was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.